Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported.